Event description:
It was reported that a pt received resorbable bone void filler in a small defect of the lateral distal femoral condyle and had fluid collection at the graft site 3 months post-op. No add'l pt or device info was provided. It is unk if any add'l surgical or medical intervention was required.

Manufacturer narrative:
This medwatch report was completed using the info provided by the initial reported/healthcare professional. Any missing or incomplete data is the result of the info not having been provided. Without add'l pt or device info, no review of the mfg records is possible, and we are unable to determine the definitive cause of the reported event.